Manufacturer narrative:
Eval: results: visual analysis of the lead observed it was severely kinked with all wires broken approx 16 cm from the paddle. Due to the broken wires, functional testing could not be performed on the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including a surgical lead, on (B)(6) 2011. It was reported that intraoperative testing of the lead revealed high impedance measurements prior to implantation of the lead. The physician decided to implant the lead and terminate the procedure due to the issue. The lead was explanted and replaced on (B)(6) 2011.